Event description:
The pt reported, the surgeon implanted a 12.6 mm micl12.6 implantable collamer lens in his right eye (od) on (B) (6) 2006. The pt reported he has lost peripheral vision and also has halos and glare. The facility reported at the last post-op visit, the pt's symptoms had improved and the vision is fine. The icl remains implanted.

Manufacturer narrative:
(Glare), (B) (4): eval results - a lens work order search was performed and one similar complaint was found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4)